Event description:
It was reported that during a follow-up with the device, post-paced t-wave oversensing was detected on the ventricular lead. Oversensing was also noted on real-time egm. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.